Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-31 (B)(4) (con) information was first received 2017-aug-31 from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their left hip adjusted by their chiropractor, which was the side the implant was located. The patient stated a few days later the pocket site was inflamed and they were experiencing muscle pain that went across their lower back. The patient reported they couldn¿t sleep on that side and it hurt to roll over or swing legs to get out of bed. The patient stated it went down but it was still a little tender. The patient stated the pocket site never got hot or warm so they didn¿t feel like there was an infection. The patient felt a sharp pain in the same area and that something was poking them the day before the report. One time it felt like a cramp in their butt and down their leg, they moved around and it resolved. The patient was inquiring if their chiropractor adjustment could be related. On 2020-may-19 patient provided additional details/outcome regarding pocket site pain. Patient reports they removed the ins and lead on (B)(6)because of the pocket site pain she was experiencing. Patient states she wasn't sure if her body was rejecting it or had too much muscle growing over it that was causing the pain. After removal it healed up great. She is on nothing for bladder control and she thinks the time she had the device in it trained her bladder to hold better because she has better control now. Patient has also done exercises for it. She was still wearing panty liners for stress incontinence and went from using heavy pads to light ones. Patient is very pleased with the therapeutic effect she received with the device. No further complications were reported.